Event description:
In 2009, pt had rt thoracoscopy with wedge resection of rll lung mass, surgery difficult due to thickness, fibrosus of lung. Endoscopic staplers are typically used for this procedure, but would not fire across the thickened tissue. Ethicon endosurgery and covidien-us surgical- endo gia universal straight autosuture 60.3.5 was used, procedure was completed by scissor excision of mass and over sewing of line. No noticed evidence of breakage of stapler during case-pt had uneventful po course including cxr consistent with postoperative change. The month prior, pt seen as f/u routine cxr suggested presence of small radiopaque object in thoracoabdominal region right side. CT scan done and confirmed, small size fragment identified as attachment for blade deploy. Surgery for removal not indicated. Dates of use: 2009 - single use device. Diagnosis or reason for use: used for wedge resection of lung.